Manufacturer narrative:
This report is submitted on may 28, 2024.

Event description:
It was reported that the patient's dry and store unit was burnt. A new replacement dry and store unit was sent to the patient. No serious injury was reported.